Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 29-mar-2023. H6: investigation summary: bd received six sealed 22 gauge insyte autoguard blood control devices from lot 2073742 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities to the devices. Next, the engineer performed water/air leak testing on each unit. No leakage was observed and each unit passed the testing. No damage or cracks to the catheter tubing or luer adapter were found. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined.

Event description:
It was reported that 3 of the bd insyte¿ autoguard¿ bc shielded IV catheter experienced leaked at the connection site. The following information was provided by the initial reporter: cath's are not properly connecting to primary tubing and thus causing leaking fluids.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd insyte¿ autoguard¿ bc shielded IV catheter experienced leaked at the connection site. The following information was provided by the initial reporter: cath's are not properly connecting to primary tubing and thus causing leaking fluids.